Event description:
The customer reported via phone call that the insulin pump had air bubbles in the reservoir. The customer was unable to remove the bubbles by priming the insulin pump. The high pressure and fixed prime test passed. Customer's blood glucose level was 309 mg/dl. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.